Event description:
None at this time

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during an unknown procedure, the device was not firing correctly. The device was misfiring, misloading and no clips fired. Another device was used to complete the procedure. No adverse consequences reported. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.